Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the mildly calcified right coronary artery (rca). After stents were placed in the proximal and distal rca, an opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. The catheter was unable to pass through the distal rca stent, so a guide extension catheter was used. The opticross catheter failed to cross and had gotten twisted. It could not be removed and when an attempt was made to remove the whole system, it did not fit within the sheath. Treatment was surgically performed, and the device was removed. The procedure was then successfully completed using another of the same device. No patient injuries were reported. Additional information provided showed what appears to be removal of the sheath and then a cutdown procedure used to remove the device.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the mildly calcified right coronary artery (rca). After stents were placed in the proximal and distal rca, an opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. The catheter was unable to pass through the distal rca stent, so a guide extension catheter was used. The opticross catheter failed to cross and had gotten twisted. It could not be removed and when an attempt was made to remove the whole system, it did not fit within the sheath. Treatment was surgically performed, and the device was removed. The procedure was then successfully completed using another of the same device. No patient injuries were reported.

Manufacturer narrative:
B5 describe event or problem: corrected the device was returned for analysis. Visual inspection showed the sheath was kinked. Visual and microscopic inspection showed the imaging window was twisted. The telescope was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Microscopic inspection showed no damage to the distal tip or the guidewire exit port assembly. Media provided by the customer was reviewed and showed evidence of the material twist.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the mildly calcified right coronary artery (rca). After stents were placed in the proximal and distal rca, an opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. The catheter was unable to pass through the distal rca stent, so a guide extension catheter was used. The opticross catheter failed to cross and had gotten twisted. It could not be removed and when an attempt was made to remove the whole system, it did not fit within the sheath. Treatment was surgically performed, and the device was removed. The procedure was then successfully completed using another of the same device. No patient injuries were reported.